Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 50 mg/dl with severe dizziness, unsteadiness when standing and walking associated with an alleged inaccurate delivery issue. The patient reportedly, discontinued the pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was found that the pump was delivering inaccurate amounts of insulin causing the patient to run low. It was also noted that the basal history did not match the active basal program. This complaint is being reported because the patient experienced hypoglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: during investigation, the basal history appeared to be inaccurate due to a cs 088 alarm followed by a pump reboot. The pump was powered on and the time and date was set to 2018-05-15 00:08 then manually changed to 01:23. The black box showed that the user manually switched between the between basal index 2 & basal index 1.the last basal delivery was on (B)(6) 2018. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and totally daily dose (tdd) showed 48.0u. No reboots occurred during testing. There were no hypersensitive or stuck keys observed on keypad. The tdd¿s add up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Unable to duplicate a basal history recording defect during testing. Unrelated to the original complaint, the battery compartment was observed to be cracked.